Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's spouse that the customer received emergency medical assistance twice due to low blood glucose. On (B)(6) 2017 the customer had blood glucose of 50 mg/dl at the time of the incident. The customer was at 120 mg/dl at the time of admission, and 163 mg/dl at the time of the call. The customer was given food and glucose tablets to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the caller declined. Caller was unsure if the lows were connected to the recalled infusion sets. The insulin pump will not be returned for analysis.